Event description:
Alleged event: healthcare professional reported "patient appears to have old saline textured implants of allergan. We are putting in smooth allergan saline today". Later, the healthcare professional requested cancellation, as this record relates to a non-abbvie device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924. Device: 2682. Ref: mw5188688.